Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet connector/housing broke during physical activity, requiring the user to remove the remaining connector and cartridge with tools and replace the cartridge, connector, and infusion set before resuming therapy. Symptoms included hyperglycemia with blood glucose rising from 104 mg/dl to 190 mg/dl without ketone testing and without need for medical intervention. Outcomes included transient loss or reduction of insulin delivery and device damage to the connector housing. Investigation included complaint review, user interview, and assessment of product-use conditions. Investigation of this case revealed a broken connector housing with tubing likely caught during activity. It was concluded that the event involved a mechanical failure of the connector housing affecting insulin delivery, with no serious injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.